Manufacturer narrative:
This construct was originally implanted in (B)(6) 2024. The rods were first expanded successfully in (B)(6) 2024. The patient returned for lengthening again in (B)(6) 2025 with rod fracture present. The rod was re-fixated into the construct via connectors and remains in the patient with no reported issues at this time. The provided x-ray images confirm that one of the marvel growing rod's fixed rods experienced a fatigue fracture between the housing and the uppermost lumbar fixation point. The construct included 4 distal screws on one side and 3 distal screws on the other side. On the 4 screw side, the marvel rod was connected to another lumbar rod via a connector. The rod fracture occurred on the 3 screw side. This rod fracture occurred approximately 7 months after initial implantation. With no part returned, the exact cause of failure could not be established as further investigation was not possible. The product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored. The following sections were updated for this supplemental report: b4, g3, g6, h2, h6, h10.

Event description:
It was reported that the marvel rod was broken, surgery was in september and first distraction of rods in november. The patient came back with broken rod in april. The rod was then fixated again via connectors. So there is no implant to test available.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that the marvel rod was broken, surgery was in september and first distraction of rods in november. The patient came back with broken rod in april. The rod was then fixated again via connectors. So, there is no implant to test available.